Event description:
It was reported that prior to use discovered by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) unit had an auto fill error. The unit was replace and no harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) unit had an auto fill error. The unit was replace and no harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusion), h10. Getinge field service engineer (fse) complained that the unit would not autofill. Fse inspected the unit and found that the pneumatic module would not pass the leak testing. Replaced the pneumatic module part and was able to complete the testing on the unit with no further issues. Fse completed the pm also. The unit was approved for clinical use and returned to the user. The failure analysis and testing dept. Received the following parts associated with this complaint:part was received with a reported failure of the leak test. Performed a visual inspection found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number revision r. The part failed the leak differential test. Confirmed the reported failure but no root cause defined.retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar.

Event description:
N/a.